Event description:
The pt presented with signs of an infection of the catheter tract. There had been no medication in the pump for over 9 months. Cultures of the lumbar region were taken - unknown results. The pt was treated with both IV and oral antibiotics and a total device system explant. The pt did not have meningitis. The pt developed a csf leak following the explant and then transferred care to another hcp. The pt's outcome was reported as unknown with no drug withdrawal. The hcp reported the pt had "chronic immune suppression from opiods."